Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The battery appeared to be depleting more quickly than expected. Additional information indicated this ICD was explanted and replaced; which required hospitalization. No additional adverse patient effects were reported.